Event description:
On (B)(6) 1997, an ams malleable penile prosthesis was implanted. On an unk date, the left cylinder was removed due to erosion. On (B)(6) 2004, the right cylinder was removed and a complete new device was implanted.

Manufacturer narrative:
A review of complaint files noted that this event had the incorrect alert date in the system. Due to this typographical error, this event was not reported on the alternative summary report (asr) for the fourth quarter of 2004.